Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during an endoscopic retrograde cholangiopancreatography procedure performed in the common bile duct on (B)(6) 2019. According to the complainant, during the procedure, an alliance ii handle was used in conjunction with the trapezoid basket in an attempt to crush a 15-20 mm gallstone that was too large to pass through the patient's ampulla in one piece. However, the handle cannula of the trapezoid basket broke during the attempt, entrapping the stone inside the basket and causing the basket to become stuck inside the patient's bile duct. The scope was exchanged, and spy and electrohydraulic lithotripsy (ehl) were used to crush the stone and remove the basket from the patient's bile duct. No patient complications were reported as a result of this event. The patient's condition post procedure was reported to be stable.

Manufacturer narrative:
Problem code 1069 captures the reportable event of handle cannula broken. Visual inspection found the returned device was cut in the proximal section of the pull wire sheath and coil assembly. The handle cannula was found pulled out of the finger ring portion of the handle assembly. Both dimples from the screws were visible at proximal section of the handle cannula. Drag marks were present from the dimples towards the proximal end as the cannnula had been forcibly pulled out from the set screws. Based on all available information, the investigation concluded that procedural or anatomical factors encountered during the procedure likely affected the device's performance and integrity. Handling and manipulation of the device during use can lead to the handle cannula pulling out from the finger ring. The drag marks observed in the handle cannula indicates that excessive force was applied to the handle to crush the stone or retract the basket, resulting in handle cannula detachment. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and found the device was used in accordance with the directions for use (dfu)/label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during an endoscopic retrograde cholangiopancreatography procedure performed in the common bile duct on (B)(6) 2019. According to the complainant, during the procedure, an alliance ii handle was used in conjunction with the trapezoid basket in an attempt to crush a 15-20 mm gallstone that was too large to pass through the patient's ampulla in one piece. However, the handle cannula of the trapezoid basket broke during the attempt, entrapping the stone inside the basket and causing the basket to become stuck inside the patient's bile duct. The scope was exchanged, and spy and electrohydraulic lithotripsy (ehl) were used to crush the stone and remove the basket from the patient's bile duct. No patient complications were reported as a result of this event. The patient's condition post procedure was reported to be stable.